Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. The leak was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured between october 14, 2018 - october 15, 2018. The actual device was not available; however, a photographs of the sample was provided for evaluation. A visual inspection of the photograph was performed with no issues noted. Due to the nature of the sample no other tests were performed. The reported condition was not verified through photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.